Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a stomach biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device became unable to open and close after collecting biopsy samples. The device then could not be removed from the scope, and the scope was removed in tandem with the forceps from the patient. The procedure was completed with another type of device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that one of the pull wires was detached from the jaw, and the wire curves and z-bend were damaged. Functionally, the returned unit was not tested due to the sample return condition. No abnormalities were noted with the device riveting and welding which were within specifications. The condition of the returned incident device was consistent with the complaint that the jaws won't close. The most probable root cause is operational context as excessive force was applied to the device due to anatomical or procedural factors limiting the device performance. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a stomach biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device became unable to open and close after collecting biopsy samples. The device then could not be removed from the scope, and the scope was removed in tandem with the forceps from the patient. The procedure was completed with another type of device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).